Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer (alinity serial number (B)(4)) was inspected, various diagnostic checks of the system and parts adjustments were performed. Return testing was not completed as returns were not available. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the parts adjustment was performed by the fse. The alinity ci series system operations manual addresses sample result observed problems for erratic/discrepant results. A review of the immunoassay systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false negative alinity I total b-hcg result on one patient. Results provided: on (B)(6) 2020 sid (B)(6) = < 2.3 / 189 / 194 iu/l. No impact to patient management was reported.